Event description:
The trilogy evo o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation periodic maintenance 1 was performed. During an operational check the technician confirmed that there were no abnormalities found inside the device but error codes in relation to (therapy_buzzer_fail, power_buzzer_fail and speaker_fail) were observed in the device event log. In conclusion the device system board, speaker assembly and buzzer assembly were replaced to address the issue. Additionally, during the service of the device, the following components were replaced as part of maintenance of the device: air inlet foam filter and particle filter. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.05.00 to 1.06.10.00.